Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7122747, medical device expiration date: 2022-04-30, device manufacture date: 2017-05-02. Medical device lot #: 7002832, medical device expiration date: 2021-12-31, device manufacture date: 2017-01-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI#:(B)(4).

Event description:
It was reported that foreign matter (¿ink stain¿) was found in bd plastic non-sterile 5ml luer-lok¿ tip syringe(s), as well as defective plungers, before use. No reported medical intervention or serious injury.

Manufacturer narrative:
Investigation: DHR review for batch 7122747 (p/n 301027): manufacturing dates: 5/25/17 - 5/27/17. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7122747 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7002832 (p/n 301027): manufacturing dates: 1/17/17 to 1/20/17. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. During a visual inspection broken plunger rods were found. The process was stopped and product requalified per applicable aql before production resumed. Batch 7002832 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: four loose 5ml assembled syringes were received by bd (B)(4) and visually evaluated. Batch #7122747 ¿ 2 assembled 5ml syringes - both samples had black foreign matter spots the entire length of printed barrel, some larger than level 3 in size. The fm appears to be ink splatter from the printing process. This size of fm is a rejectable condition per canaan¿s internal print standard. Batch #7002832 - 2 assembled 5ml syringes - both samples had distorted stoppers which is a rejectable condition at bd canaan. The defect likely occurred in the assembly process. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.